Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his/her adc blood glucose meter turned on with the button but not upon test strip insertion. As a result of this issue, the customer was unable to test. Customer reported that on (B)(6) 2016 he/she experienced symptoms of "sweatiness, headaches, migraines" and presented to a health care provider and was reportedly directed to inject an unspecified amount/type of insulin. There was no report of death or permanent injury associated with this event.